Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: it was reported that a inferior vena cava filter (celect-pt) would not advance through the sheath. The physician removed and replaced the device with a similar device and completed the procedure. The physician inspected the discarded device and noticed that the inner legs of the filter were bent, however it is suspected that the filter could have become twisted during delivery through the catheter. There are adequate controls in place to ensure the device was manufactured to specifications. It is assessed that because no non-conformances were detected there is evidence that the device was manufactured in compliance with procedures and according to specifications. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that non-conforming product exist in house or in field. Based on these investigation findings the exact reason for the difficulties encountered cannot be determined. It is possible that the filter leg got bent during advancement of the filter through the introducer sheath. The IFU states that if severe resistance is met when advancing the wire guide or the introducer system, then retract and choose a different approach. Excessive force should not be exerted. Furthermore, the IFU states not to rotate the preloaded filter inside the introducer system. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Description of event according to initial reporter: the cardiac cath cab manager suspects that the filter could have become twisted during delivery through the catheter, "we had an ivc filter that would not track through the sheath. We ended up abandoning that one in fear it was messed up and opened a second device. When I messed with it after the case, the inner legs of the filter were bent." Patient outcome: the procedure was successfully completed using another device of the same type.

Manufacturer narrative:
Manufacturers ref# (B)(4). D3) denmark, e1) (B)(6), g1) denmark. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.